Event description:
A balloon ruptured at 20 atmospheres, well beyond its rated burst pressure, during dilatation of a wall stent for an iliac angioplasty procedure of a calcified lesion. During withdrawal of the balloon catheter resistance was encountered and the balloon material detached and remained in the pt. The pt went to surgery and a cut down was performed to successfully retrieve the balloon material. The procedure was successfully completed with this unit. The pt's condition is good. The device was rec'd, evaluated, and retained by this MFR. The engineering evaluation indicated the balloon was detached from the catheter shaft. The balloon material was folded over itself at both ends. Adhesive was noted on the shaft bond areas. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty whch has been associated with overpressurization or use in a calcified lesion. Dilatation of a stenosed stent may result in contact with a surface that could damage the balloon material. It was also indicated this device was inflated to and ruptured beyond its rated burst pressure and resistance was encountered upon withdrawal attempts after balloon rupture. Co believes the above factors may have contributed to this event. Directions for use state: "the rated burst pressure should not be exceeded...inflation in excess of rated burst pressure may cause the balloon to rupture...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully. If resistance is encountered due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer shealth or vessel.